Event description:
During central processing, the user facility found a chipped insulation on the mega suture cut needle driver instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering did not confirm the alleged chipped insulation complaint. Additional observation that was not reported by the customer was a frayed pitch cable at the distal clevis hub. No damage was fond on the clevis. No other damage was noted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.